Manufacturer narrative:
Lot/serial #(B)(4): UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that intra-procedure angiography during a endograft revision on (B)(6) 2017, revealed a distal migration of the aortic extender component. The exact distance of migration is reportedly unknown. A reintervention on (B)(6) 2017, the physician chose to implant another aortic extender component to repair the distal migration of the endoprosthesis. The patient tolerated the procedure.